Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient had their device explanted. No patient outcome was reported by the patient's health care provider.

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt would experience a "tingling in the fingertips of her right hand and right side of lips" when she would urinate. It was later reported the pt experienced pain in her vagina and numbness of her right foot. Reprogramming did not solve the problem. It was stated the pt was scheduled to have the device removed on (B)(6) 2011. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.